Event description:
Event description guidant received information that this endocardial lead was measuring gradually increased pacing impedances. Currently, the impedance is over 2100 ohms. All other lead measurements were normal and stable.